Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this implantable lead was attempted due to a compromised helix. Subsequently, this lead was removed, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable lead was attempted due to a compromised helix. Subsequently, this lead was removed, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h11: this lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Laboratory analysis also noted the helix was slightly deformed, which contributed to the reported helix extension/retraction problems.

Event description:
It was reported that this implantable lead was attempted due to a compromised helix. Subsequently, this lead was removed and returned for analysis. No adverse patient effects were reported.